Manufacturer narrative:
Nine devices were returned and subjected to detailed visual inspection. No physical damage was observed on any of the returned tips. Based on the event description, the jaws of the device reportedly became damaged and broke during the procedure. However, the actual device used during the procedure was not returned; therefore, functional testing could not be performed on the reported device. Breakage and bending of device jaws are consistent with damage resulting from excessive force. To simulate in-field use, functional testing was performed on an additional returned tip to attempt to reproduce the reported failure. The device was attached to a known-good handpiece and actuated. The device functioned as intended, successfully grasping and manipulating material without any issues. Further evaluation was conducted to replicate the reported condition. Excessive force and twisting were intentionally applied to the jaws while grasping material. The results demonstrated that a significant amount of force was required to produce damage consistent with that described in the complaint. Although complete fracture was not achieved during testing, the induced deformation (bending) indicates that, under sufficient loading conditions, the jaws can deform and potentially fracture when excessive force is applied. This complaint is confirmed. The reported damage is consistent with excessive force applied during use. A definitive root cause could not be established based on the available evidence; however, a probable contributing factor is user-applied excessive force. All devices undergo 100% final inspection for defects and damage prior to release. Based on these controls, it is unlikely that the device left microline in this condition. Microline will continue to monitor for similar occurrences.

Event description:
10mm tip separated during manipulation of the uterus, during a hysterectomy case.

Manufacturer narrative:
Device is being returned to microline surgical for investigation. No additional information is available at this time.

Event description:
10mm tip separated during manipulation of the uterus, during a hysterectomy case.